Event description:
While using a byte day aligners, patient reported at check in pain level 10, excessive bleeding, allergic reaction, inflammation, discomfort, not fitting, discolored, sensitivity, tongue thrust, wisdom teeth, root resorption concerns. Patient stated this is not for me and wants a refund. The pain is not okay and they are disappointed. The want to cancel treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.